Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that foreign matter was found in an unspecified number of bd enteral syringes with bd univia¿ connector. The following information was provided by the initial reporter: "we are having multiple issues and the end user is showing serious concern on the product quality... Moisture found inside multiple med -rx sterile 3x30ml oral/enteral syringes with tip cap. Found during visual inspection of syringes prior to opening packaging and preparing feeds. Set aside two cases of syringes with same lot."